Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that she is unable to deliver a bolus and that she was able to change the limit. Customer support asked patient to check the time and date and the date was (B)(6) 2007 and stated that she noticed the time was set to am and it is now pm. The patient stated that the time and date have been incorrect for at least a week and that when she changes the battery it reverts to (B)(6) 2007 12am. The patient stated that she has been having issues with her blood glucose (bg) levels being high and low this week and that her lows seem to be occurring around 3-4 am and the highs are all during the middle of the day. She stated that her bg on (B)(6) 2013 was 40mg/dl with confusion and unresponsiveness. She was treated by her husband lime soda and then 3-4 hours later her bg was at 591mg/dl with really feeling nauseated. She treated with corrections via the pump and took phernergan for the nausea and bg did return to target. Stated that she normally does have issues with her bg's going high and low but has been worse lately and thinks it is from the time and date being incorrect. This report is being made due to the alleged bg excursions the patient experienced due to an alleged history settings issue.